Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) female patient had impella 5.0 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that after the impella device was successfully weaned and explanted the patient experienced a cerebral infarction. The patient was administered glyceol to treat the adverse event. The physician stated the impella, percutaneous cardiopulmonary support (pcps) and intra-aortic balloon pump (iabp)caused the adverse event.